Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, panic attacks, post-traumatic stress disorder, major depression, herpes nos and insomnia. Previously administered products included for contraception: depo-provera. Concomitant products included cyanocobalamin (vitamin b12) and famotidine. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abdominal pain during menstruation") and back pain ("constant back pain"). The patient was treated with surgery (for removal of both fallopian tubes/ surgery to remove the essure). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the perforation outcome was unknown and the dysmenorrhoea and back pain was resolving. The reporter considered back pain, dysmenorrhoea and perforation to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: none (only procedures described). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, panic attacks, post-traumatic stress disorder, major depression, herpes nos and insomnia. Previously administered products included for contraception: depo-provera. Concomitant products included cyanocobalamin (vitamin b12) and famotidine. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abdominal pain during menstruation") and back pain ("constant back pain"). The patient was treated with surgery (for removal of both fallopian tubes/ surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown and the dysmenorrhoea and back pain was resolving. The reporter considered back pain, dysmenorrhoea and perforation to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: none (only procedures described). Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical records received. Batch number provided, reporters updated. Pfs: medical history, concomitant conditions and drugs updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)") in an adult female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, panic attacks, post-traumatic stress disorder, major depression, herpes nos and insomnia. Previously administered products included for contraception: depo-provera. Concomitant products included cyanocobalamin (vitamin b12) and famotidine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2013, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("severe abdominal pain during menstruation / dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("constant back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder / digestive system disorder"), migraine ("migraine"), headache ("headache"), abdominal pain ("abdominal pain"), adnexa uteri pain ("fallopian tube pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, dyspareunia, vaginal discharge, weight increased, fatigue, gastrointestinal disorder, migraine and headache outcome was unknown, the dysmenorrhoea and back pain was resolving and the abdominal pain, adnexa uteri pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: none (only procedures described) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, fatigue, gastrointestinal disorder, digestive system disorder, migraine, headache, abdominal pain, fallopian tube pain, vaginal pain" added, previously reported event "perforation of organs" pt updated to "fallopian tube perforation" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe abdominal pain during menstruation") and back pain ("constant back pain"). The patient was treated with surgery (for removal of both fallopian tubes/ surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown and the dysmenorrhoea and back pain was resolving. The reporter considered back pain, dysmenorrhoea and perforation to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms.since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Most recent follow-up information incorporated above includes: on 27-oct-2017: event perforation of organs added and event pelvic pain/ pain considered as symptoms of perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal pain during menstruation") and back pain ("constant back pain"). The patient was treated with surgery (underwent total laparoscopic hysterectomy and removal of both fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and back pain was resolving. The reporter considered back pain, dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.